Event description:
It was reported this dialysis catheter was successfully placed. It was noted post placement the cuff had detached and remained in the pt. No attempt was made to retrieve the detached portion of the cuff. Another dialysis catheter was successfully placed for continuation of treatment. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forward under the appropriate sequence number. Pt anatomy and/or user technique during accessing may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.